Event description:
Customer reported the system continued to beep after releasing x-ray switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software . System operates as intended.